Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the manufacturer representative was aware of the event on (B)(6) 2018 and met with the patient on (B)(6) 2018. The patient noted that they had been having the issue since their last reprogramming session, where they were switched to high dose stimulation. The patient was switched back to low dose stimulation and the patient hasn't had any charging issues since. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was a recharging issue. The patient is charging too often. The manufacturer representative has a patient who has to charge 3-4 times per day. They are on 800, 200, and 12 milliamps. 1 anode, 1 cathode. It was reviewed that the manufacturer representative would have to check energy usage on the tablet. There were no patient symptoms or complications reported.